Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the secondary set c62 spike was found broken before use upon opening up the packaging. The following information was provided by the initial reporter: "upon opening the packaging, it was found that the spike has broken."

Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality team for investigation. The final product for lot ta11664 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photos for evaluation. Upon visual inspection, the spike is verified to be broken. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11664. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction, product was verified to be manufactured according to specifications. Based on available information, we were not able to identify a definitive root cause related to the manufacturing process at this time. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the secondary set c62 spike was found broken before use upon opening up the packaging. The following information was provided by the initial reporter: "upon opening the packaging, it was found that the spike has broken.